Event description:
The customer reported that there was a leak in the reservoir. The blood glucose reading was not known. The leak is occurring past the second o ring. The patient was assisted in performing a self test. The unit passed the self test. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.